Manufacturer narrative:
Customer complaint was confirmed and cable was found twisted; replaced damaged parts. Visually, the inner shaft was broken 0.57 inches from the distal end of the inner hub when returned. A portion of the shaft 2.92 inches in length was also returned. The shaft had indentions and scratches that were consistent with tool marks. There was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.360 inches in the deformed area which was out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op blade was stuck in m5 handpiece. Service and repair team confirms that the inner shaft was broken 0.57 inches from the distal end of the inner hub when returned. A portion of the shaft 2.92 inches in length was also returned. There was no patient involved in the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, service and repair team confirms during analysis the bur was cut and removed from the handpiece.